Manufacturer narrative:
A getinge field service engineer (fse) reported that there was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic (fo) module failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue and noted that the fiber optics module was defective. The fse replaced the fiber optics module, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic (fo) module failure. It is unknown under which circumstanced the event occurred or if a there was a patient involved, however; no adverse event was reported.